Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open esophago gastrectomy procedure, the stapler did not fire but the knife blade still cut. The surgeon fired the stapler and went to take the stapler out after the 4 half turns, when they pulled the stapler out, the anvil was still in the upper part of the esophagus. The anastomosis with the handle and oral anvil did not work. To resolve the issue, the surgeon had to manually suture the anastomosis and the surgical time was extended for more than 30 minutes.